Event description:
It was reported that the customer experienced a blood glucose (bg) level of 504-505 mg/dl with high ketone levels; cause was not known. The customer was admitted into the emergency room, subsequently hospitalized; however, customer did not receive treatment. Customer was not released from the hospital at time of report; customer declined to provide hospital release date. Reportedly, issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.